Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10223. It was reported that a balloon rupture occurred. A 10/2.50 flextome® cutting balloon® and a 10/3.00 flextome® cutting balloon® were selected for use in a percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that both balloons burst. No patient complications were reported.